Manufacturer narrative:
Product has not been returned to manufacturer. Additional information will be submitted when investigation is completed.

Event description:
It was reported that lot # 07312ae2 (90 regular) had 4 bad probes, one tip broke off, 2 probes had the yellow button not work, 1 prob heated up in doctor's hands.